Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that the following results were obtained on a neonate patient, using the inform ii system compared to a lab result, within 10 minutes: 37 mg/dl (inform ii) and 57 mg/dl (lab). The lab sample was spun and tested within 30 minutes. The neonate patient was not treated based off of the meter result. No actions taken based on device results. No adverse event reported. Caller states that controls were run and passed prior to the incident; however, actual results were not provided. Requested return of suspect device and strips, and replacement was sent.